Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector to be replaced. The device was functionally tested, met all product requirements and returned to customer.

Event description:
It was reported that the st holster is giving blue cable error codes. The cable is not staying attached. There have been no interruptions in the biopsy procedure. There have been no patient consequences reported.